Event description:
It was reported that during an adjustable gastric band procedure the device was checked prior to inserting it through the trocar, a leak was note in the balloon. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.